Event description:
The hospital perfusionist reported an issue encountered with the mps console during a procedure. He reported that the console would not flow in retrograde mode, and was displaying "line occluded" and "key stuck" error messages. The console was returned to the manufacturer for evaluation. There were no patient complications reported as a result of the alleged event.

Manufacturer narrative:
The error code could not be duplicated. The inability to flow in retrograde mode was due to "retro sensor" being selected by the user while the upper and lower limits were both set to "0".